Manufacturer narrative:
A comprehensive batch analysis is being conducted. Once results are available, a follow-up report will be submitted.

Event description:
On (B)(6) 2025 rti surgical inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen received a complaint from zimvie germany. It was reported that a patient underwent a dental procedure with implantation of a puros allograft customized block, puros spongiosa particles and copios pericardium membrane on an unknown date. The doctor reported the following complications: on (B)(6) 2024 wound dehiscence, plastic coverage; on (B)(6) 2024 wound dehiscence, wound revision with plastic covering; on (B)(6) 2024; wound dehiscence, removal of osteosynthesis material and plastic covering; on (B)(6) 2025 exposure of bone block, partial removal; on (B)(6) 2025 abscess, incision and drainage. Inflammation and pain were also reported.

Manufacturer narrative:
Tutogen conducted a batch analysis review for serial ID (B)(6) manufactured from lot nza22170070. One departure from the standard operating procedures was noted during the records re-review for the lot. The departure did not have any negative impact on the tissue and/or product quality. Per the batch analysis review, serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, tutogen has manufactured and distributed 45 copios pericardium xenografts from lot nza22170070 without related complaints. To date, additional information has not been provided to tutogen for review. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. The case is assessed as serious because several medical interventions were required (wound revision for the dehiscence, abscess was treated by incision and drainage and bone graft failure resulting in removal). It is unknown if the copios pericardium membrane was removed. The development of the abscess, pain and inflammation are symptoms associated with the infection. Infection, inflammation, transplant failure and dehiscence are known events and described in the current IFU. It is more plausible that the infection is associated with the dental procedure and the and mouth flora not the copios pericardium membrane xenograft.